Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, there were episodes of noise noted on the right atrial (ra) lead. The lead was capped and replaced during the procedure, and the patient was stable with no consequences.